Manufacturer narrative:
Medtronic received the following information from the journal article entitled: endovascular stent-graft treatment for stanford type a aortic dissection https://doi.org/10.1016/j.ejvs.2011.08.015 c. Ye, g. Chang, s. Li, z. Hu, c. Yao, w. Chen, x. Li and s. Wang eur j vasc endovasc surg 2011 volume 42 issue6. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic talent stent grafts were implanted in patients for the thoracic endovascular repair of type a aortic dissections. The following events were reported: serious injury: cardiopulmonary arrest myocardial infarction gastrointestinal haemorrhage secondary intervention cerebral infarction hematoma thrombosis.